Manufacturer narrative:
The date of death was not provided and the clinic declined to disclose any additional information.

Event description:
Abbott was informed of a patient death due to a request to return their patient electronics unit.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.